Event description:
It was observed, that during the device evaluation. The camera head exhibited the unit being sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reportable malfunction was confirmed, of the whole unit being sticky. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the cause was not able to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.